Event description:
Customer reported that he was hospitalized due to low blood glucose and high blood pressure. Customer stated that the blood glucose reading was 65 mg/dl and the blood pressure was 255 over 80. Customer stated that he was having seizures in his hand due to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.